Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and revealed a piercing through which a glass shard protruded in the applicator bulb. A piercing in the butyrate tube is observed and these piercings coincided in position.

Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laceration closure on (B)(6) 2015 and a topical skin adhesive was used. During the procedure, when the ampule was broken, the vial broke and cut thru the plastic. There were no adverse patient consequences. Additional information has been requested.